Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the atrial leadless pacemaker exhibited high capture threshold and low i2i communication. The device was explanted and replaced as a result. The patient condition was stable throughout.